Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving fentanyl (1000mcg/ml at 539.5mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a motor stall occurred and was active. The patient did not recently undergo magnetic resonance imaging (MRI) and there were no electromagnetic interference (emi) sources present. The hcp called to get the code to permanently shut off the pump per the managing hcp's orders. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-may-08. The patient's weight was provided and it was indicated that if explanted, the pump would be returned for analysis.